Manufacturer narrative:
The philips authorized repair facility technician (rft) preformed diagnostic testing on the device speaker and found that the device speaker was not producing audio when performing the startup test. The rft replaced the device speaker. The device was operational after repairs were completed and returned to the customer. The investigation concludes that no further action is required at this time.

Event description:
The customer reported that during the evaluation at bench repair, it was identified that the device had no audio. There was no reported adverse event to the patient or user.